Event description:
The consumer via the manufacturer's representative (rep) and healthcare provider (hcp) reported the spinal cord stimulator (scs) device system was explanted on the day of the report due to inadequate coverage of the patient's pain. At the time of the report, the issue was resolved. Relevant medical history included spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.